Event description:
It was reported to technical services on (B)(6) 2011 that there was noise on this ra lead and it was capped. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).